Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device was plugged in, an e216 error message occurred and there was no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was partially confirmed; there was no image and flex issues. In addition, the following reportable malfunction was identified during the device evaluation: burned distal end plastic cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: leakage/seal issue; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.